Event description:
It was reported that a spectrum pump alarmed upstream occlusion constantly during infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant upstream occlusion during infusion" was reproduced. A review of the event history log revealed "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor upper and lower readings out of specification. The ultrasonic sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.